Event description:
Caller reported false positive ck-mb and troponin (tni) with triage cardiac device. A (B)(6) female, (B)(6) pt reported pain in the right-side chest. EKG was ordered but has not been done. Total of 3 blood samples were drawn and tested with 2 meters (B)(4). Caller might have repeated the same sample in the ed since they have given one more set of results from ed: ckmb 8.36 tni 0.29. The pt was discharged with the diagnosis of "non-cardiac related chest pain."

Manufacturer narrative:
Investigation is pending.